Manufacturer narrative:
.

Event description:
Patient on renasys therapy called after noticing frank blood in tubing.

Event description:
Patient on renasys therapy called after noticing (B)(4) blood in tubing and no alarm was triggered by the device.